Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device was found to be in back up vvi mode. The device code was download successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.